Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline experienced fishmouthing. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured left ica with a saccular morphology. Landing zone (artery size): distal 2.5 mm and proximal 4.2 mm. The patient¿s vessel tortuositywas severe. The treatment and the deployment with the fd went very well. The 1st control images show a complete stenosis and fishmouthing of the fd continue with dapt the 2nd control images show a small flew through the fd again. It was noted that the patient experienced asymptomatic cerebral insults and stenosis of the mca. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good.

Event description:
Additional information was received that the patient is recovering well from the procedure and is asymptomatic. Actions take to resolve the fish mouthing was continuation of dual antiplatelet therapy. It was noted that the patient had asymptomatic deep white matter infarct during occlusion of the pipeline. The cause of the fish mouthing was not determined. It was noted that the pipeline did not fail to open and ended in a straight vessel segment. There was smooth opening of the device without any additional devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.